Event description:
It was reported that the patient experienced a pericardial effusion, which was thought to be due to a lead perforation. It was not determined which of the two implanted leads may have caused a perforation. The leads were removed and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the full lead was returned. Analysis was performed and no anomalies were found. However, the helix of the lead was extrinsically bent and visual summary analysis of the lead indicated apparent explant damage. Concomitant medical products: 5076-45 lead implanted: (B)(6) 2014. (B)(4).